Event description:
It was reported that after insertion of a hip liner, the impactor head fell off in liner and would no longer thread onto the impactor handle.

Manufacturer narrative:
Eval summary: as returned, the leading threads on the impactor head have become stripped and partially fractured away. The device was mfg feb, 2006 giving it a potential field age of approx 5 years at the time of return. In general, wear of this nature may be as a result of but not limited to: device wear due to usage with time; cup pusher not fully threaded or cross-threaded into mating component prior to impaction, causing an overload of force to engaged threads resulting in the threads absorbing the applied load; and forceful twisting/engaging of mating components. Eval: the product met spec where measured. Device history records indicate all components were mfg and inspected to spec. No mfg abnormalities could be detected.